Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings:.pump powers with returned battery cap, which is able to fully tighten. A power loss was not observed. Battery compartment crack observed below grip pad..current draws within specifications removed pump case and found no evidence of moisture or loose components inside pump. Multiple low battery warnings associated with the same battery observed in black box. No evidence of excessive battery usage /short battery life observed in black box.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.